Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the rn reported changing the rate of heparin from 650units/hour to 800units/hour at 0211 on (B)(6) 2019. A few hours later, it was noted that the rate had not changed as expected.